Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer performed a supply change resolving the occlusions. The customer's blood glucose level was in the 200's mg/dl range. Reportedly, the customer reverted to an alternate pump for insulin therapy.